Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a frozen image. The issue occurred during sedation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and the results of the final investigation. Corrected fields: b5, h6 updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
B5 correction: the customer reported failed to start up during diagnostic procedure. Involving an olympus colonovideoscope there was no patient injury reported.